Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion with a bend of less than 45 degrees was located in the moderately tortuous and severely calcified vessel. Following pre-dilatation, a 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.